Event description:
Customer reported that pump battery was depleting too quickly, leading to a pump shutdown. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer managed the high blood glucose by administering a correction bolus via pump without needing third-party assistance. Technical support explained that daily battery depletion within the range of 15-35% is normal, and customer understood.